Event description:
An alarm issue was reported with the adc device in use with samsung galaxy a50 phone with android operating system version 11, app version 2.8.4.9335. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced symptoms of hypoglycemia. Customer was unable to self-treat and was treated with a glucose injection by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink application that would have led to the complaint. The user reported an alarm issue with the freestyle librelink application. Successfully scanned and received a low glucose notification readings and alarm notifications in the application with similar configuration (google pixel 2xl android 11 2.8.4.9335) and unable to reproduce the complaint. Therfore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered in section b3 is based on the customer's report of "august 2022". The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported, with the adc device in use with samsung phone. With android operating system version 11. The low and high glucose alarms did not sound. And customer was not alerted of changes in glucose level. As a result, the customer experienced symptoms of hypoglycemia. Customer was unable to self-treat and was treated with a glucose injection by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.